Manufacturer narrative:
The customer requested a replacement therapy pca and a replacement therapy port.

Event description:
The customer reported the device had a failure on multifunction electrodes. No additional details were available. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.